Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The overall complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during a shoulder scope procedure when firing the customer's expressew iii without hook, the customer's expressew iii needle broke off into the patient's joint. The sales rep stated that the broken needle was retrieved with no x-rays needed and confirmed that no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another gun and another needle with no patient consequences or delay. The sales rep did not know how many times the gun was fired before the needle broke. The sales rep could not provide a lot number for the needle and stated that the needle was discarded. The sales rep was not present for the case therefore could not provide any further information. The gun will be returning for evaluation.